Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post implant procedure follow-up. Upon interrogation, the patient's right atrial lead exhibited increased capture thresholds and decreased sensing. An x-ray was performed on (B)(6) 2019 and lead dislodgement was observed. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.